Manufacturer narrative:
Updated data: b3. Date of event b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years and ten months following the implant of the transcatheter bioprosthetic aortic valve, the valve was reported as failed. The non-structural valve dysfunction with severe hemodynamic valve deterioration (hvd). The hvd was further specified as severe intra-prosthetic aortic regurgitation (ar). It was reported that it was anticipated that the failed valve was to be treated with a redo transcatheter aortic valve replacement (tavr). No symptoms or confirmed treatment was reported. Additional information was received to report approximately one week after the severe ar was identified, the patient underwent a redo tavr procedure with implant of a non-medtronic (edwards sapient) valve. The non-medtronic valve was implanted within the failed medtronic valve.

Manufacturer narrative:
Updated data: a2, b2, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years and ten months following the implant of the transcatheter bioprosthetic aortic valve, the valve was reported as failed. The non-structural valve dysfunction with severe hemodynamic valve deterioration (hvd). The hvd was further specified as severe intra-prosthetic aortic regurgitation (ar). It was reported that it was anticipated that the failed valve was to be treated with a redo transcatheter aortic valve replacement (tavr). No symptoms or confirmed treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve revision shortness of breath and fatigue were present.